Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ran a control test and obtained a reading of 162 mg/dl on the contour next link 2.4 meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The customer returned the contour next link 2.4 meter for evaluation. However, the returned meter was different from the one associated with the event. No test strips or control solution were returned. Additionally, the contour next control solution with lot # 0bv2g59 which was associated with the event expired in nov-2021. Therefore, the returned meter was tested with the in-house contour next test strips and in-house contour next control solution from lot # 1bv2c39, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.